Event description:
During routine service, it was identified that the dump valve (over pressure relief) was not functioning to specification. The dump valve was not releasing pressure properly which may cause a high pressure condtition. The unit was not in patient use and there was no reported patient harm. The dump valve assembly was replaced to correct the malfunction.